Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified no fracture/malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1244964). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1244964) for similar events and no other complaint was identified. DHR review and complaint history review could not be performed, for the reported unknown screw without relevant lot/item numbers. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Initial reporter last name unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant screw broke during tightening. Implant removed. Tooth location not reported.